Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection were known inherent risk of device. Analysis of the returned product was not able to provide relevant information for infection-related allegations. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.

Event description:
It was reported that this left ventricular (lv) lead was part of the system revision due to pocket infection. The patient was treated with intravenous antibiotics. No adverse patient effects were reported. The lv lead was explanted.

Event description:
It was reported that this left ventricular (lv) lead was part of the system revision due to pocket infection. The patient was treated with intravenous antibiotics. No adverse patient effects were reported. The lv lead was explanted.